Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a cardiac resynchronization therapy defibrillator (crt-d) pocket evacuation for a hematoma, the left ventricular port setscrew would not engage with the screwdriver once it was disconnected. Multiple screwdrivers were attempted with the same result. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.